Event description:
It was reported that the patient had the spectra penile prosthesis removed due to pain. A new cxr inflatable penile prosthesis. Following the surgery, the event resolved.

Event description:
It was reported that the patient had the spectra penile prosthesis removed due to pain. A new cxr inflatable penile prosthesis. Following the surgery, the event resolved.

Manufacturer narrative:
Corrected data b5 event description: investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the pain issue was not confirmed. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The spectra penile prosthesis (spp) cylinders were visually inspected, microscope examined and functionally tested. Both cylinders had sharp instrument/tool damage to the outer tube, which resulted in a hole and exposed metal segments. This damage is consistent with explant damage. Both cylinders were functionally tested and passed the bend test with a force readout of less than 1390 grams. The cylinders therefore performed within specification. Product analysis was unable to confirm the reported events. Labeling review: a review of the labeling confirmed the reported adverse events of pain is included in the product labeling. There is no objective evidence that the user did not properly handle or use the device according to the spectra IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the investigation conclusion code of known inherent risk of device was chosen, as pain is included in the product labeling and hazard analysis.

Event description:
It was reported that the patient had the spectra penile prosthesis removed due to pain. A new cxr inflatable penile prosthesis was implanted. Following the surgery, the event resolved.